Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update other relevant history. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted..

Event description:
It was reported that a 29mm was disabled via a valve in valve procedure after an implant duration of 3 years and 9 months due to severe stenosis. It was reported that the valve failed significantly earlier than expected. A 26mm transcatheter valve was implanted successfully via the transseptal approach. The patient was discharged in stable condition on post-operative day five.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis and patient rejecting the valve remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 29mm pericardial mitral valve is being evaluated for a redo mitral valve replacement procedure after an implant duration of 3 years, 5 months due to mild-moderate stenosis. It was reported that a mechanical valve may be implanted in replacement and patient was reported to be rejecting the tissue valve.